Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during closure of the sternum using steel sutures following cardiac surgery, the needle detached from the suture. The suture was still able to be used in the closure. Another foil of steel suture was opened to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.